Manufacturer narrative:
(B)(4). Final analysis found normal lead characteristics. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The left ventricular lead exhibited a loss of capture. A chest x-ray was performed which revealed that the left ventricular lead had dislodged. The physician decided to revise the lead but the guidewire would not be inserted. The lead was explanted and replaced. The patient was doing well post surgery and would continue to be monitored.